Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device was toning a care alert due to an unsuccessful wireless transmission. The patient performed two manual transmissions to the clinic the day of the alert because the patient got shocked, the manual transmission did not clear that alert. The clinician was upset that the alert had to be cleared by the programmer at the clinic. It was inconvenient for the patient. The clinician thinks engineers need to fix this issue so that manual transmission can be clear an alert. The device remains in use. No further patient complications have been reported as a result of this event.